Event description:
The hcp reported that over the past six months the patient's dose has been increased by 50% with little reduction in tone. An x-ray assessment was done and there was question with the catheter connection. The patient underwent a pump replacement and proximal catheter revision. No patient outcome was provided.